Manufacturer narrative:
D9. Date returned to mfg: 30-apr-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in good condition. Put water in water tank, attached disposable temp check, plugged line cord into outlet and connected to electrical analyzer and turned device on. The customer's reported complaint was confirmed, and the root cause was teflon tape clogging the interlock block. Replaced interlock block. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the second disposable's light alarmed when the first disposable was placed in the unit. The product fault occurred upon opening. It was not ever used on a patient because it was broken upon receiving. There was no harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.